Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Establishment name shortened from "national civil engineering and construction national health insurance association general hospital welfare central hospital" to "national civil engineering and construction national health" due to limit on maximum characters allowed for that field.

Event description:
It was reported the subject device had a nozzle clogged. The issue occurred during preparation for use for an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. The legal manufacture was able to confirm that the customer's reprocessing steps were according to the instructions for use. Based on the results of the investigation, olympus couldn't confirm foreign material on the device, root cause of the report cannot be identified as it was not confirmed. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: instructions for gif-1200n operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect the accessories used in reprocessing. Olympus will continue to monitor field performance for this device.